Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tech dealer alleges that both motors will let the chair roll back when on a hill more than what it should.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motors brake assemblies had corrosion/water damage and the gear boxes were rusted, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Per tech dealer alleges that both motors will let the chair roll back when on a hill more than what it should.